Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr1637 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in sweden.

Event description:
It was reported that PICC number 1 was inserted in the right arm and after 2 weeks did the patient have a smeary tegaderm and redness at the insertion site. Chlorhexidine wrapping in connection with redressing every/every other day since the insertion site constantly is reddened but the smearing stopped. PICC is removed and culture on the tip is negative. A new PICC placed in the left arm. Customer reported the patient also had a powerglide pro and a cicc during their course of treatment and doesn't react to these catheters, despite being made of the same material, polyurethane.